Manufacturer narrative:
There is no available information regarding the event date therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a combined mesh procedure performed on (B)(6) 2014. According to the complainant, after the procedure, the patient experienced mesh erosion and dyspareunia. Subsequently, an outpatient removal of 5x5 mm mesh exposed was performed. Currently, mesh exposure of approximately 2mm was recognized, so they just did follow-up observation.